Event description:
It was reported that the patient underwent a surgical procedure involving a sling and an artificial urinary sphincter (aus) replacement for unspecified reasons. There were no patient complications reported.